Event description:
Device issue: none. Adverse event: vessel dissection. Time of adverse event: during procedure. It was reported that after pre-dilatation with a non-abbott dilatation catheter the 3.0x18 rx promus stent system was advanced to the lesion. The stent was deployed resulting in a dissection of the vessel. A second 3.0 x 12 mm rx promus stent was implanted, overlapping the first stent, treating the dissection. Post-dilatation was performed successfully and there was no reported adverse patient sequela. Though requested, no additional information was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use (IFU). Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.